Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator intermittently power cycled. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Although medtronic was not authorized to repair/evaluate the device, the customer returned the single board computer (sbc) board to medtronic¿s failure analysis laboratory. An investigation was performed and the reported issue was not duplicated. No fault was found with the returned sbc board.